Event description:
It was reported that during interrogation after the device reached recommended replacement time (rrt) it was noted that an unusual pacing pattern had occurred in a past episode. It was suspected that the pacing pattern caused a ventricular tachycardia (vt). The vt was successfully terminated with anti-tachycardia pacing. It was explained that this may have been caused by a left ventricular capture management (lvcm) test, but there is no way to prove that and could have been coincidental. It was also reported that the device had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead: (B)(6) 2003. 5076 implantable pacing lead: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Corrections: h7, h9 this device was included in that field action, but returned product testing found the device did not perform as described in the field action.